Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 20, 2017 that a flexiva 200 tractip laser fiber was procured for use in a cysto lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, the fiber packaging was found unsealed. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Investigation results: one flexiva tractip 200 laser fiber was returned in its original pouch. Visual examination revealed that the pouch was not sealed along the bottom. There were no witness marks on the mylar side of the pouch, this indicated that the pouch was not sealed when it left coherent. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacture. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was procured for use in a cysto lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, the fiber packaging was found unsealed. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.